Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured; the proximal segment was returned for analysis. The outer insulation had cosmetic depressions and a white substance was observed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was that the lead had high impedance and the lead alert had been indicated. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
Asku